Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, during a reintervention procedure, a gore® dryseal flex introducer sheath was inserted from the left femoral artery and a gore® tag® conformable thoracic stent graft with active control system was implanted from zone 0. Reportedly, a vessel injury was observed where the sheath was inserted. Also, a minor bleeding was observed during tevar procedure. The injured site was sutured, and it was confirmed the bleeding was arrested. The patient tolerated the procedure.

Manufacturer narrative:
B5: event description was updated. B6: additional information for patient's anatomy was added. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. It was reported that it seemed the vessel was weak because of the calcified and tortuous anatomy. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU state: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was according to the instructions for use and was about 7.5 ¿ 9 mm. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm.

Event description:
According to the physician, a possible cause of a vessel injury is the suture procedure was not performed well (details are unknown). Upon the sheath was inserted, the sheath damaged the vessel. The vessel was ruptured in a lateral direction at where the sheath was inserted. It was reported that it seemed the vessel was weak because of the calcified and tortuous anatomy. The vessel diameter of the injury site was about 7.5 ¿ 9 mm.